Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-05257, related manufacturer reference number: 2017865-2022-05263. It was reported a patient presented with an infection. The system was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.